Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging kidney cancer. The manufacturer was made aware of this complaint through a representative of the customer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received an additional information on 02/04/2025. The device was serviced by service center. Pil initiated therapy with the device and verified airflow, using a known good pil supplied power supply and ac power cord. Pil also observed customers humidifier heater plate did heat. Pil used a pil supplied known good heated tube on the customer¿s humidifier. Pil observed the pil supplied known good heated tube did heat. Evidence of sound abatement foam degradation/breakdown was not observed in this device. This investigation was performed as outlined in ER 2244873 (v01). Secondary findings: 1 errors were logged. Dust-like contamination at the air inlet, on the pca, in the blower box and throughout the inside enclosure. Sd card cover missing. Potential mineral deposits in water tank. Pil can confirm the presence of multiple contaminants that are not consistent with degraded sound abatement foam from the secondary findings. Pil was unable to address the symptoms specified. Mandatory section has been updated/corrected.